Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Submitting supplement to update medical device name and information. A us distributor contacted zoll to report that the patient reported a skin irritation from the ucor hfams patch. Patient described the rash as red, raw, itchy, sore, bleeding and little pieces of skin come off with the patch. Patient reported applying an over the counter hydrocortisone cream to the irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient reported a skin irritation from the ucor hfams patch. Patient described the rash as red, raw, itchy, sore, bleeding and little pieces of skin come off with the patch. Patient reported applying an over the counter hydrocortisone cream to the irritation. Outcome of the skin irritation is unknown.